Event description:
After changing infusion set in minimed 511 insulin pump, it delivered approx 80 units of novolog insulin unbewnownst to pt until signs of hypoglycemia began to make themselves obvious. Pt called customer support which after running a barage of tests had motor stop functioning at this point. Pt traveled 2 hours by boat, 2 hours by ambulance back to the capital city of country from the bush of north east to seek medical attention. A new remanufactured pump of the same type was sent to pt from minimed which customs would not release until a overnight wait and lots of medical paperwork. The new pump received did the same thing, as the first, with the motor failing and being stuck in the process or rewinding without allowing pt to get out of the menu. Another remanufactured pump was sent to pt and this one is starting to act up again. Pt was placed on injections of nph and regular insulin by the health staff at the medical center.